Event description:
It was reported that the nail initially implanted on 6/2/96 broke and required revision on 9/8/96. The pt was reported to have been compliant. Prior to the incident he was fully weight-bearing. Several days prior to the surgery he noticed a change in the way his leg felt while climbing stairs.